Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510k number for the savvy long otw pta catheter products are identified in d2 and g4. Manufacturing review: a DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the result of the investigation unconfirmed for the reported balloon inflation problem. The bantam device was returned for evaluation. The balloon exhibited evidence of previous inflation. Solidified contrast media was present within the balloon. During the evaluation an attempt was made to inflate the balloon using an in-house endoflator and water. The balloon inflated successfully and held pressure at 6 atm. The balloon also deflated successfully. The sample also had a kink present on the inner close to the proximal balloon bond. 1 photo was provided for review. A catheter was shown placed on a paper surface. The shaft, hub strain relief, balloon and distal tip were visible. The balloon exhibited evidence of previous inflation. The assessment of the photos did not confirm the alleged balloon inflation issue. The root cause for the reported balloon inflation problem could not be determined based upon the available information received from the field communications, device evaluation and photo review, possible contributing factors include improper procedure and handling techniques. Labeling review: the IFU for this bantam otw device was reviewed and the following sections are applicable. Balloon characteristics individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: contents supplied sterile using ethylene oxide. Non-pyrogenic. Do not reuse, reprocess or resterilize. Reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Use a 20 ml or larger syringe for inflation. Use the catheter prior to the use by date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. This catheter is not recommended for pressure measurement or fluid injection. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the bantam otw pta catheter. During the procedure, the balloon never opened when the balloon entered the vessel and was pressurized to standard pressure. Another device was used to complete the procedure.